Event description:
Patient reported "rupture", "fluid, lump in armpit, cyst, pain, tender" (cyst is considered not device related) and Capsular Contracture Baker grade unknown. This record is for the left side. Device remains implanted.

Manufacturer narrative:
This report was impacted by eMDR scheduled maintenance occurring July 22-27, 2026.A review of the Device History Record has been completed. No deviations or non-conformances noted.The reported events of lymphadenopathy, seroma-late and capsular contracture are physiological complications and analysis of the device generally does not assist Allergan in determining a probable cause for these events.Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time.Reason for reoperation: rupture, lymphadenopathy, seroma-late and capsular contracture, Baker grade unknown.